Event description:
An infusion pump with a failure code 570. The failure was reported to have occurred before pt use. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported.